Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were observed on the device. Technical support was contacted and also noted fusion/pseudofusion. Technical support recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.